Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited lamp was not working at all. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue of lamp was not working at all. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, it is likely that the reported issue occurred due to non-olympus lamp was installed. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.